Event description:
It was reported that two surgical fiber used during a prostate procedure burned / were damaged at the tip and needed to be replaced (at 24329 and 72488 joules respectively). The procedure was completed using a third surgical fiber. Patient outcome: "ok" - there was no injury reported. This report is for the second fiber used. Gland volume: 50 ml. Time expended: 13:51 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap and a section of the fiber is broken and detached 3 cm from distal end; the distal end was not returned; the heat shrink tube is melted along the last 2 cm on the distal side; the fiber is blackened along the last 2 cm on the distal side. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.